Event description:
Appears to be possible loss of capture noted on atrial lead on magnet egm report. Although device atrial paces <0.2%. Based on the information at hand, the associated field personnel was not contacted regarding this event. Programming changes, at the time of the event were not requested. Reason for transmission: chest pain device assessment: appears to be possible loss of capture noted on atrial lead on magnet egm report. Although device atrial paces <0.2%. Remaining estimated longevity is 30 months. Available daily battery/lead measurements within expected range and stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).